Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ADA 7. On (B)(6) 2026 non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Pain, Swelling and Abscess. No further patient complications were reported.